Event description:
It was reported that the pt is experiencing sleep apnea that the neurologist believes is associated with vns therapy. The pt did not have a history of sleep apnea prior to vns. The pt currently disables his vns using the magnet when he sleeps at night. The pt is reported as responding well to vns therapy. Attempts for further info are in progress.